Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, in-house testing was performed using the in-house contour next meter with in-house contour next test strips, which gave a satisfactory performance. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The product information was not provided, therefore, no information was captured (model #, lot # and expiration date) and the device manufacture date could not be determined.

Event description:
The customer reported that he was hospitalized for diabetic ketoacidosis, however, it was unrelated to the readings of the contour next meter. While in the hospital, a comparison testing was performed and a blood glucose reading of 3.5 mmol/l higher was obtained on the contour next meter compared to the hospital's meter. No specific readings were provided. There was no allegation of an adverse event. The customer disposed of the device, therefore, the device is not expected to be returned for evaluation. A replacement meter was offered to the customer, however, the customer declined.